Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the connection between an unspecified quantity of one link catheter extension sets and j-loops had loosened which resulted in leaks. The event was further described as there was no "internal tension" to keep it connected. There was no report of patient injury or medical intervention associated with this event. No additional information is available.